Manufacturer narrative:
(D4) lot number: 259375025 (h3) the disassembled tri-driver reported was likely the result of the retaining ring responsible for maintaining the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone.

Event description:
As reported, during surgical use, the instrument came apart during reaming. No parts or pieces fell into the (B)(6) male patient¿s wound site. Patient was last known to be in stable condition following the event. Device to be returned.